Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was a network outage at the customer's site, which caused extended log in times and disconnection issues for users. The customer was informed, and they will follow up with their facilities team to investigate. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly logged a user out in the middle of a procedure. The customer stated procedures were delayed in getting started by ten minutes. The customer added that the medications required were controlled substances and paralytics. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, b5, d1, d4, d5, g2, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 25-aug-2021 to 25-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was related to connection of network cables. The issue was fixed by reconnecting the network cables. The system functioned as intended after being assessed by the technical support specialist.

Event description:
It was reported by the customer that pyxis anesthesia system es system unexpectedly logged a user out during a network outage and was not able to login back in the middle of a procedure. The customer stated procedures were delayed in getting started by ten minutes. The customer added that the medications required were controlled substances and paralytics. The customer had to unplug the network cable to be able to login. This malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.